Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the patient had perforation of the duodenal bulb when the evis lucera elite duodenovideoscope was pushed during an unknown procedure. The perforation was clipped, and the procedure was cancelled. The patient was stable after the procedure.

Manufacturer narrative:
The device has not been returned to olympus at this time. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.